Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch, and it was reported that black spec was found in the drip chamber. There was no patient involvement, and no harm.